Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 07:23:18. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured in september, 2012. The device was received and the evaluation is complete. During the event history log review, a high drain error 101 alarm was identified. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing. Functional rite testing failed for volumetric accuracy. The functional rite failure found will be captured and reported through cmplnt-(B)(4). Internal and external inspection was performed and no issues were noted. A device history record review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of this issue was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.